Manufacturer narrative:
Device passed the displacement, self test and passed the delivery accuracy test inches noted. No missing segment or partial display anomaly during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had damage and a display anomaly. Blood glucose value was 110 mg/dl at the time of the incident. Troubleshooting was performed and the device will be replaced and returned.